Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the bur broke in the pt's mouth. It was also reported that there were no adverse consequences or medical intervention. It was further reported that the surgery was delayed by two minutes to obtain a replacement bur and the procedure was completed successfully.